Event description:
An anesthesia nerve stimulator was being utilized to monitor neuromuscular blockade during a surgical procedure. At the conclusion of the procedure, when use of the anesthesia nerve stimulator was discontinued and the electrode sticker was removed a reddened area was identified on the patient's face (at the location of the sticker). The stimulator was taken out of circulation. Of note, staff later discovered that the same nerve stimulator was used on a prior patient who also sustained a similar injury at the location of the electrode.